Event description:
The pt with a history of gall bladder disease, irritable bowel disease, and venereal disease underwent a vigorous d&c followed by an uneventful endometrial ablation procedure. Three days post-procedure a follow-up visit with the physician showed the pt's recovery to be normal. 14 days post operatively, while on vacation, the pt complained of abdominal pain and visited an emergency room. Diagnosed with pneumoperitoneum and suspected "perforated ulcer or perforated diverticulitis", an exploratory laparotomy was performed. At laparotomy, there was no free exudate within the abdominal cavity. The sigmoid colon was found to be adhered to the uterine dome, necessitating adhesiolysis. Following, and at the site of the adhesiolysis, bowel perforation was exposed, allowing bowel contents to spill into the abdominal cavity. Also at the site of the adhesiolysis, perforation of the uterus and necrosis was observed, described variously as "a possible perforation" or "a microscopic perforation". The bowel perforation was closed with sutures and a hysterectomy was performed. Surgery was tolerated well and pt was discharged. Histology from the d&c, uterus, and bowel are requested to provide more info on the uterine trauma and bowel perforation and will complete the investigation. If more info is available, a supplemental report will be filed. There is no evidence of device malfunction or misuse.